Manufacturer narrative:
Concomitant medical products: product ID: 8835, product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. Additional patient medications included oral oxycodone 0.5mg three times daily. The patient also currently had a personal therapy manager (ptm) that was to replace the oxycodone and was told by the healthcare provider (hcp) that he would get "100" from the bolus. Patient history included non-malignant pain and failed back syndrome. In 2013 the patient's pump had flipped. The pump was flipped back by two healthcare providers (hcp). The hcps had performed a dye study and fluoroscopy which confirmed that the pump was flipped. The patient experienced pain when the pump was flipped back into position. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.